Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2006 due to bladder prolapse. It was reported that following insertion the patient experienced infection, urinary problems and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced retention, urgency and urinary tract infection.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior/posterior colporrhaphy, and perineoplasty due to uterine prolapse.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital.

Event description:
It was reported that the patient underwent mesh excision on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital.